Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and serial number not available at the time of filing. Device manufacture date is not available at time of filing. Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that during robotic surgical system development, the system received a ¿low performance¿ error message. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: medtronic received information that the error message was not translated into the user's language.